Event description:
It was reported that the right atrial (ra) lead was "functioning poorly." Attempts were made for additional information but were unsuccessful. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant. The analyst noted that visual inspection found blood ingression in the lead lumen and there was a cut in the outer insulation. The amount of blood ingression along the lead length suggested that the cut occurred at implant. The insulation breach likely contributed to the complaint of lead was "functioning poorly." (B)(4).